Manufacturer narrative:
UDI#: (B)(4). During use of the mynxgrip vascular closure device (vcd), the sealant did not completely deploying from device even though shuttle is completely shuttled down to a hard stop. Customer said there was a stickiness in the shuttle tube as the shuttle was advanced and suggested condensation may have entered device during transport because a lot of condensation was noted inside the plastic bag wrapped around the box upon opening outer cardboard box. There was no patient injury. Mynx vcd did not achieve hemostasis and manual compression was needed. Patient outcome was good. No other information was obtained. The device was not returned for analysis. A product history record (phr) review of lot f1911903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ and ¿failure to deploy¿ could not be confirmed as the device was not returned for analysis. The cause of the shuttle advancement issue and failure to deploy could not be determined. Based on the information available for review, storage/transportation temperature factors (stickiness in the shuttle tube, condensation on plastic wrapped around box) may have contributed to this issue experienced as this can cause the sealant to soften and possibly cause resistance during the shuttle deployment step. If the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, the issue could also be related to procedural/handling factors as well. According to the instructions for use (IFU), which is not intended as a mitigation, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
UDI #: (B)(4). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the sealant did not completely deploying from device even though shuttle is completely shuttled down to a hard stop. Customer said there was a stickiness in the shuttle tube as the shuttle was advanced and suggested condensation may have entered device during transport because a lot of condensation was noted inside the plastic bag wrapped around the box upon opening outer cardboard box. There was no patient injury. Mynx vcd did not achieve hemostasis and manual compression was needed. Patient outcome was good.